Event description:
During medex' in-house testing, the unit accepted a 60cc bd syringe as a 20cc syringe and infused as such.

Manufacturer narrative:
During in-house testing, the unit accepted a 60cc bd syringe as a 20cc syringe and infused as such due to a broken syringe saddle. Medex was able to confirm the issue and determine a cause. The unit was repaired and returned to the customer. Medex has changed the saddle to a more durable material as a corrective action. No additional action is necessary at this time. Medex considers this MDR closed with this report.